Event description:
It was reported that a malfunction alarm labeled as "malf 16" occurred, and there were no notable events prior to this malfunction. There was no adverse impact to the customer's blood glucose level, as their levels did not exceed 500 mg/dl. The customer decided to use multiple daily injections as a backup therapy while technical support arranged a replacement pump. They instructed the customer on how to put the pump into storage mode and provided a pre-paid label for returning the faulty device within ten days.